Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative re-calibrated the doses. The system was tested and is operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the alignment was out on the 7900 system, and the doses were too high. No pt injury was reported.